Event description:
It was reported that the patient's blood glucose levels reached over 250 mg/dl while wearing the pod.

Manufacturer narrative:
Investigation found no defects or deficiencies that would contribute to a communication error, and no hazard alarm was generated by the pod during its operation. The pod communicated with the master pdm during the investigation. The pod was successfully paired to another pdm and completed priming and a 5u bolus. No communication error occurred during this test. The cause of the reported communication error could not be determined. The device was received with the exposed portion of the soft cannula torn off. It is unknown when or how this damage occurred. Damage to the soft cannula does not contribute to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.